Event description:
A hospital alleged 3m¿ ranger¿ high flow warming set (model 24370) leaked red blood cells at the bubble trap during a cardiac surgery. No patient or staff injury was alleged. No medical interventions were required.

Manufacturer narrative:
Patient specifics are not available. Product has not been returned to 3m¿ for analysis. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. 3m¿ will continue to monitor.

Manufacturer narrative:
H10: 3m has investigated and identified a manufacturing issue with the auto-venting bubble trap that introduces the risk of blood or fluid leaks while priming the sets and/or during fluid administration. There is no alleged injury to the patient or caregiver for this reported incident. 3m has initiated a field safety corrective action for lots associated with this issue. 3m has implemented a change to address the identified manufacturing issue and will continue to monitor.